Event description:
Event summary: it was reported that the patient presented to the emergency room after falling at home. Symptoms of fatigue and general weakness were noted. The patient had severe degenerative changes in bilateral hips and lower back issues. His functional status had gradually declined due to the limitations in his mobility in the past year. At the hospital the patient had a negative workup with no injuries sustained other than a left forearm cut. The cut was excessively bleeding due to a prolonged international normalized ratio (inr) of 4.6. Hemostasis was achieved after the arm wound was cleaned and bandaged appropriately. A drug screen was performed that showed the patient was positive for cannabis which was the presumed cause of elevation in inr in spite of no changes to therapy or anticoagulation. The patient stated that the fall occurred on (B)(6) 2022 around 11:30 pm. The data from the time of the fall was unable to be reviewed as it was overwritten by pulsatility index (pi) events which were attributed to the patient's arrhythmia. Upon interrogation of the patient's implantable cardioverter defibrillator (ICD), 11 ventricular tachycardia events were found and treated with anti-tachycardia pacing (atp). No shocks were delivered. The patient was also administered amiodarone but was switched to mexiletene after they were non-responsive to the drug load. Vt ablation was scheduled for (B)(6) 2022. It was noted that the patient did not have a history of vt prior to heartmate 3 implant but the arrhythmia in this event was not found to be device or therapy related. The ICD was implanted prior to lvad for low ejection fraction. Scans performed on (B)(6) 2022 were negative for acute bleeding. A computed tomography (CT) scan of the brain revealed no acute intracranial process and stable senescent changes. Cervical spine CT without contrast showed no acute abnormalities. The patient was in stable condition as of (B)(6) 2022 and was admitted to an outside facility for vt ablation and close monitoring.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Pulsatility index events were captured in the controller event log file. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 4 ¿system monitor¿ of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.